Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, raw, and itchy under the electrodes. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported he removes the lifevest when home with wife because she is an rn. The medical outcome is unknown. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, raw, and itchy under the electrodes. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported he removes the lifevest when home with wife because she is an rn. The medical outcome is unknown. Reporting out of abundance of caution. Supplemental report 9/29/2021: submitting report to correct section g4.